Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving sufentanil 400mcg/ml at 20mcg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that the catheter tip was detached. Per the reporter 30cm were added. No further patient complications were reported.